Manufacturer narrative:
On 12/22/2020, mentor became aware that patient had an explantation on (B)(6)2015. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a caucasian female patient who underwent primary breast augmentation surgery with two 350cc mentor smooth round moderate profile saline breast implants experienced bilateral deflation post procedure. As a result, patient underwent bilateral removal and replacement with two like devices on (B)(6) 2015. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Additional information was received on 12/9/2020, patient had an explantation on (B)(6) 2020. On 12/14/2020, mentor became aware that the legal manufacturer address information was submitted incorrectly in the initial report. Please refer to h.11 corrected data section for corrections. Manufacturer¿s reference number:(B)(4)